Event description:
Received contacts that were expired from eyecare dr. When I asked the assistant concerning the date - 11/2006 - on the contacts she said, "they are not too expired." When I went home that night my eyes were blood shot and I had a hard time seeing. I called and left a message on the machine. I was called the next morning by someone in the office and she reassured me that expired contacts could not do that to my eyes. She said I could come into the office that day and pick up another pair. In the office she reassured me again that expiration dates on contacts are just because the FDA requires them, but they don't actually expire. I had an appointment with dr 7days later to check my contacts. Again, I was having problems with the other pair she had given me. I also told the doctor about the expired pair I had received the first time, causing lots of irritation to my eyes. He said, "there is no such thing as contacts being expired and it could not have caused irritation because of the age of the contact."